Event description:
The following description of the event was documented on (B)(4) 2012 by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called to report issue that they found with some lots of cap diaphragm sets (B)(4). Complaint: during the pt circuit calibration (no pt involvement), they noticed that the map would not come into specs. The highest map was around 32cmh2o. They troubleshooted and found that it was due to bad cap diaphragms. For some reason, they were leaking and not holding pressure. They examined the balloon/cap luer and noticed that the bevel seemed "different". He has 6 sets of lot 0000418490 and 6 sets of lot 0000413480. I told him that I would send replacements and along with the replacements, there would be a ups return label to send the defective ones back for evaluation." "What was the original intended procedure? Ventilation for a patient in respiratory distress." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
(B)(4). This is a known issue that is already being addressed, thus no additional investigation/evaluation is required. Carefusion has initiated a supplier corrective action request (scar) to the supplier of the cap/diaphragm assembly as a part of our corrective and preventative action system to address this issue. Carefusion has conducted a risk assessment related to this issue and has determined the risk to be as low as reasonably practicable (alarp).